Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance warning triggered for an out of range (oor) pacing impedance. The alert parameters were increased. The lead remains in use. No patient complications have been reported as a result of this event.